Event description:
During the transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with an edwards 23mm balloon without complications. A 23mm sapien xt valve was then positioned at a 50:50 aortic/ventricular (a/v) position. During valve deployment, an annular rupture occurred and the procedure was converted to open surgery. The xt valve was explanted and the rupture was repaired. The patient tolerated the procedure well and was transferred in stable condition. It was perceived that bulky annular calcification caused the annular rupture. The patient¿s native annulus measured 23mm by transesophageal echocardiogram (tee). Moderate, bulky annular calcification, severe native leaflet calcification and moderate aortic root calcification was reported. The sinotubular junction (stj) diameter was noted to be 25mm with moderate calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (moderate, bulky annular calcification and severe native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.